Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection revealed that the threaded tip of the baseplate/glenosphere inserter had been fractured off and lodged in the glenoid baseplate 10 deg fw aug. Additionally, the device had signs of indentations/wear on the top of the rod handle. During evaluation, the threaded tip from the baseplate/glenosphere inserter was unable to be removed from the glenoid baseplate 10 deg fw aug. Visual evaluation of the glenoid baseplate 10 deg fw aug did note some damage (nicks/gouges) to the peripheral screw openings. Some other cosmetic issues/damages (scratches and indentations) were visible, this is most likely from attempted implantation and subsequent removal. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the baseplate/glenosphere inserter. Therefore, no investigation is deemed for the other device. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a shoulder procedure, the threaded portion of the baseplate/glenosphere inserter broke at the end during insertion of baseplate. No pieces fell into the patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4)